Event description:
During an atrial flutter right procedure (r-afl), it was reported the patient developed a pericardial effusion in which a pericardiocentesis was performed. The patient was stabilized and transferred to the ccu for observation. Additional information was requested regarding this event however no additional information was available at this time.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system; model #: fg-5400-00m; serial #: 11237. Stockert 70 system; model #: m-5463-01; serial #: (B)(4). Cool flow pump; model #: m-5491-02; serial #: (B)(4). Decapolar catheter; model #: bd710fj282ct, lot #: 15991948m. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).